Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) verified wheel assembly would not extend properly when handle was raised in the transport position. Fse replaced wheel assembly. Equipment passed all functional testing. Device was returned to customer for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received wheel assembly with a reported unit failure of the wheels not extending. The fat performed a visual inspection and found the part to be in good condition. The fat installed wheel assembly in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed that the wheels will not extend. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) console case wheels did not extend properly. There was no patient involvement.